Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered, and the device was removed from service. The remote service engineer (rse) advised the customer that the latest version of the service manual is version r. Per the service manual, when the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices--the recommended repair is to listen for an audible sound from the speakers, verify that the speakers are connected, confirm that the braided wires are not touching the speaker housing check that the resistance of each speaker is 6.8 to 9.2 o, and replace speaker #1 (mc pcba) speaker #2 (pm pcba), and the central processing unit (cpu) printed circuit board assembly (pcba). The rse informed the customer of a possible speaker failure for the power management board and provided the number and price of the speaker assembly. The biomedical (biomed) engineer replaced the speaker and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.